Manufacturer narrative:
Since the subject device was discarded by the user facility, the subject device was not returned to olympus medical system corp for eval. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and deforms, and the pad separates from the jaw.

Event description:
When the physician was treating a liver with the subject device during a open liver resection procedure, the physician came aware of activating output without grasping tissues. Therefore, the physician withdrew the subject device from the patient and the ptfe pad was likely to peel off from the jaw. The physician replaced the subject device and procedure was completed. There was no patient harm reported.